Event description:
It was reported that the monitor on the 6800 system did not display an image. It was noted that the workstation is not completing the boot process. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the single board computer (sbc), hard drive and image processor board. The system was tested and found to be working as intended and placed back into service.